Manufacturer narrative:
(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020,two of the arms on the collinear reduction clamp were missing the springs (not noted on the check sheets) the reduction gun was also not engaging the arm that did have a spring, and when it finally did engage it couldn¿t be removed easily. This complaint involves (4) devices. This report is for one (1) sliding mechanism this report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil selected flow: 2 device interaction / functional. Visual inspection the visual inspection has shown that the two black covers are missing and the connection part of the clamps are wear marks visible. Functional test: the sliding mechanism does work as intended and the connection with the returned clamps does fully functional as intended. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Dimensional inspection: the measured dimensions were found to be within the given specifications per the drawings referenced above. Summary: the complaint is unconfirmed as the returned collinear reduction clamp could be verified as fully functional as required. But the complaint is rated as confirmed for this instrument based that the two black covers are missing an wear marks at the connection part of the clamps are visible. Besides, the instrument is in good condition and does function properly. The review of the production history revealed that this instrument was manufactured in june 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. Please note: these black covers (part # 60003120) are available as spare parts through the regular distribution channel. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 314.291, lot: 170015-103, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: june 02, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.